Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged home on dual antiplatelet therapy (dapt) therapy with aspirin (asa) 81 mg and plavix 75 mg for six (6) months. The last dose of plavix would have been end of (B)(6) 2025. Approximately eight (8) months post implant the patient was found confused at home during a welfare check. The patient was brought to the emergency department (ed) for evaluation where further workup revealed the acute encephalopathy with unclear etiology, initial concern for sepsis, along with a concern regarding stroke. Further computed tomography (CT) imaging was completed. The CT revealed bilateral subdural hematoma in addition to new infarcts. Stroke neurology and neurosurgery were consulted. The patient underwent transthoracic echocardiogram (tte) which revealed concern for thrombus in the left atria (la). Subsequent transesophageal echocardiogram (tee) was completed which revealed a large device related thrombus (drt) in the left atria attached to the watchman closure device. There was no device leaks noted. The patient was on asa 81mg daily at the time of the event. The patient was admitted to the hospital and subsequently placed in comfort care following the stroke.

Manufacturer narrative:
B2: outcomes attrib to adv event. B4: date of death added. B5 describe event or problem: updated with additional information received. H1 type of reportable event: updated to death. H6: impact code added.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged home on dual antiplatelet therapy (dapt) therapy with aspirin (asa) 81 mg and plavix 75 mg for six (6) months. The last dose of plavix would have been (B)(6) 2025. Approximately eight (8) months post implant the patient was found confused at home during a welfare check. The patient was brought to the emergency department (ed) for evaluation where further workup revealed the acute encephalopathy with unclear etiology, initial concern for sepsis, along with a concern regarding stroke. Further computed tomography (CT) imaging was completed. The CT revealed bilateral subdural hematoma in addition to new infarcts. Stroke neurology and neurosurgery were consulted. The patient underwent transthoracic echocardiogram (tte) which revealed concern for thrombus in the left atria (la). Subsequent transesophageal echocardiogram (tee) was completed which revealed a large device related thrombus (drt) in the left atria attached to the watchman closure device. There was no device leaks noted. The patient was on asa 81mg daily at the time of the event. The patient was admitted to the hospital and subsequently placed in comfort care following the stroke. It was further reported that the patient passed away. Prior to death, the patient was emergently transported for a CT venogram, which demonstrated absence of contrast in the left middle cerebral artery (mca) territory, consistent with an acute cerebrovascular accident (cva). The event is presumed to be associated with the thrombus formation potentially originating from the left atrial appendage occlusion device. The official cause of death was not available/provided.